Event description:
Philips received a complaint on the v60 ventilator indicating that the device was not recognizing the power cord. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A field service engineer (fse) went to the customer site and verified that the device was not recognizing the power cord. The fse replaced the power cord and the issue persisted. The device was confirmed to be software version 3.20 and found no error codes in the ventilators event log. The fse determined that a replacement power supply and power management (pm) printed circuit board assembly (pcba) were required. Following the parts replacement, the fse completed all required testing per the service manual and the device passed all of the tests. The device was returned to the customer for use. The investigation concludes that no further action is required at this time.